Event description:
The customer reported the system's monitors failed to display images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Two power circuits were replaced. The system was then found to be operating as intended.